Event description:
The health care provider (hcp) was calling to get MRI information for a patient with a device that had been explanted but the leads remains implanted. It was also noted that the device was not functioning. The hcp stated that the stimulator had never really functioned/ worked for the patient but was not very clear on the timeline or effectiveness of the stimulator. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Interstim - other pelvic pain/other fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.